Event description:
The physician reports that the crystalens tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with the backup lens, but that lens haptic tore during loading (no patient contact). Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A third crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was possibly related to use of the lens injector system.